Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe non sterile 50ml ll had a crack on 3 occasions. The following information was provided by the initial reporter: I would like to report a complaint regarding item 300223. The following batch is used 1909352. There is a horizontal crack in 3 syringes. The tear was noted just prior to application.

Event description:
It was reported that syringe non sterile 50ml ll had a crack on 3 occasions. The following information was provided by the initial reporter: I would like to report a complaint regarding item 300223. The following batch is used 1909352. There is a horizontal crack in 3 syringes. The tear was noted just prior to application.

Manufacturer narrative:
H6: investigation summary: bd received 3 used samples of 50ll and 3 pictures for investigation. Upon visual inspection of the used samples and pictures received it can be observed the barrel are cracked. DHR of lot 1909352 has been reviewed, not finding any annotation or deviation relate to the alleged defect. No retained samples can be evaluated, since no retained samples are available for bulk references. During manufacturing process tightness test is performed to every syringe in assembly station. In case any fails, it is rejected automatically to scrap. According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator, and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304). Since no issues were identified, and manufacturing record stablished that all production and quality processes were carried out normally, the root cause of the alleged defect cannot be determined. H3 other text : see h.10.